Event description:
Per independent repair center statement, alleged unit low o2/yellow light and key failure is pilot valve is not shifting. Per independent repair center statement, the unit also has an on/off switch with no alarm.